Event description:
It was reported that this patient underwent coronary artery bypass (CABG) surgery and during that time the physician was concerned about this right atrial (ra) lead. The physician opted to add epicardial ra and rv and connected to an external pacer. Boston scientific (bsc) representative was going to check with the original pacing system and leads. The patient was in sinus arrest. It was noted that when there was a pace and rv conduction, so ra captured was confirmed. The external pacer also detected sinus arrest and no p-waves were visible on the external monitor. There were no signs of atrial fibrillation (af). Bsc representative will be further discussing with the ep for programming options. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that the surgeon was concerned if the right atrial (ra) lead was not capturing and so he opted to have the epicardial's after the coronary artery bypass (CABG) surgery. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b describe event or problem and h6 device codes.

Event description:
It was reported that this patient underwent coronary artery bypass (CABG) surgery and during that time the physician was concerned about this right atrial (ra) lead. The physician opted to add epicardial ra and rv and connected to an external pacer. Boston scientific (bsc) representative was going to check with the original pacing system and leads. The patient was in sinus arrest. It was noted that when there was a pace and rv conduction, so ra captured was confirmed. The external pacer also detected sinus arrest and no p-waves were visible on the external monitor. There were no signs of atrial fibrillation (af). Bsc representative will be further discussing with the ep for programming options. This ra lead remains in service. No adverse patient effects were reported.